Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. Customer¿s blood glucose level was not impacted. Reportedly, issue was resolved during troubleshooting and customer continued to use the pump for insulin therapy.